Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone number: (B)(6). Investigation summary: DHR review: batch history analysis: an analysis of the batch history of the device has been completed for sub-assembly#: 8016606. Batch#: 9024980, manufactured at (B)(4) 02 06-february-2019 to 21-february-2019 used in claimed batch#: 9059673. These batches were analyzed for tests to check for "damaged component", "transfixed catheter", "catheter tip", "catheter slip" and no records were found that could lead to the claimed defect. Qn / ncmr review: there is no quality notification (qn) or non-conformity report for "damaged component", "transfected catheter", "catheter tip", "catheter slip" and or anything that could lead to this claim . Unplanned maintenance: the corrective maintenance history during the manufacturing period of the assembly lot involved in this claim was evaluated and no records related to this defect were verified. Fmea analysis: in addition to the fact that no records were found that could cause this complaint during the analysis of the batch history, corrective maintenance and non-conformities, this complaint does not contain a photo or samples for analysis. According to the client's description ¿after performing the venipuncture, venous return is obtained, when the catheter core is removed, there is evident deterioration in the catheter tip opened in two parts¿, it was not possible to associate the defect with the fmea, so at this time no changes to fmea (B)(4), will be necessary and the defect will be monitored according to the qda meeting. Investigation conclusion: not confirmed: bd was unable to confirm the claim for the defect claimed. In addition to not being evidenced records that could cause this complaint during the analysis of the batch history, corrective maintenance and nonconformities, without samples or photos for analysis could not confirm the defect reported by the customer. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. Root cause description: based on the investigation results to date the root cause was not determinate for this complaint.

Event description:
It was reported that bd insyte¿ catheter i.v. 20ga x 1.16¿ (1.1 x 30 mm) (latin america) cracked. The following information was provided by the initial reporter: "after performing the venipuncture, venous return is obtained, at the time of removing the core from the catheter, deterioration is evident in the tip of the catheter that is open in two parts."